Event description:
Kimberly-clark received a report stating, "hospital is using purple nitrile exam gloves series with oxilaplatin chemotherapy agent. Drug is dissolving gloves; gloves are breaking down. Staff is experiencing burning skin and metallic taste." No mention of medical treatment. Messages were left with reporting facility requesting additional information. Lot numbers sc92083sx, sc12203sx, sc12523sx, sc12643sx.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history records were reviewed and found the product was made according to manufacturing specifications and met all acceptance criteria. The specific gloves involved in the reported incident were not returned to kimberly-clark for analysis; however, several boxes of unused gloves from the lots referenced in the complaint were returned to kimberly-clark. No defects were identified on samples of the returned gloves. Testing performed and intended use of gloves does not include oxaliplatin. In addition, review of the kimberly-clark complaint and MDR trending systems found no additional complaints involving the lots referenced in this complaint. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.